Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient needed to charge the ins more frequently. The patient used to charge it every 8 days, but now needs to charge it every 5-7 days. Causes of change in ins discharge rate were reviewed. The patient planned to contact a manufacturer's representative (rep) for possible reprogramming. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient spoke to a rep, and was told the battery would last 9 years. The caller stated they used to charge 7-8 days, but now they charge every 3 days. The caller stated they were not turning it on so they don't have to charge as often. The caller was told that the battery charge could be affected when they have the device reprogrammed. Caller mentioned patient had a laminectomy in (B)(6) 2013, and the ins was installed in (B)(6) 2014. It was reported that (B)(6) 2017 was when the charging frequency increased. The last reprogramming session was (B)(6) 2017. This issue was not resolved so the caller was redirected to their manufacturer's representative (rep). Additional information received stated that the patient met with a manufacturer's representative (rep) on (B)(6) 2018. The rep was able to answer the patient's questions, and changed the patients position settings to recline from upright and increased intensity to 4.5 from 4.4 to extend the time between recharges. No symptoms were reported. There were no reported complications and no further complications were expected.